Event description:
The ti-screw fractured and broke near the head (top), leaving a foreign body in the pt. Package insert warning numbers; "8. Do not use excessive force when inserting suture anchors. Excessive force may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap." The user did not pre-drill and/or tap prior to insertion.